Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional codes added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The 16fr esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath plus usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed. This case utilized a non-edwards bav interacting with the edwards esheath+. Edwards risk management system does not conduct risk assessments for events associated with non-ew devices. Additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no imagery nor device were provided. Withdrawal of a non-edwards balloon through the esheath+ may have an altered balloon profile that can catch onto the sheath tip and lead to withdrawal difficulty or inability through the sheath. If excessive manipulation was applied to overcome the experienced withdrawal difficulty, it likely contributed to the reported sheath distal tip damage and liner tear. Available information suggests that procedural factors (non-edwards device caught on sheath tip, withdrawal difficulty, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the site.

Event description:
As reported by an edwards lifesciences field clinical specialist, withdrawal difficulty of a non-edwards balloon through a 16fr esheath+ occurred. During a transfemoral transcatheter aortic valve replacement procedure, a 28mm non-edwards balloon was inserted through the 16fr esheath+ and used to crack the preexisting surgical valve. While withdrawing the balloon, the tip of the second esheath+ was buckling and the liner was tearing. The balloon and sheath had to be withdrawn as a unit over the wire, with the balloon exposed to the arteriotomy. Another 16fr esheath+ was then inserted and a 29mm sapien 3 valve was successfully implanted. After the procedure, a vascular cutdown was needed to repair and close the arteriotomy. Per the field clinical specialist, the vascular damage likely happened due to the non-edwards balloon being exposed to the arteriotomy during withdrawal.